Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Only the basket wire was returned to omsc. The basket wire was broken. The basket wire was deformed. There was no abnormality in the junction between the operation pipe and the operating wire. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the delivery date, it was found no irregularities. Based on the past similar cases, it was known that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the junction between the operating pipe and the operating wire might be broken. The instruction manual of the device has already warned as follows; use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotriptor bml-110a-1. Do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap, tube sheath not completely retracted in coil sheath etc.). Stop use when any abnormality is detected. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the type of damage shown in chapter 5, ¿emergency treatment¿ may occur. Use this instrument with the consideration that the instrument may be damaged, and that open surgery may have to take place.

Event description:
During an unspecified procedure, the subject device was used. The proximal side of the subject device was broken. The subject device was incarcerated. There were no patient injury reported. No further information was provided. On january 30, 2019, olympus medical systems corp. (Omsc) found that only the basket wire was returned. The junction between the operation pipe and the operating wire was broken. This is the report regarding the brokage of the basket wire.